Event description:
It was reported that the asymptomatic patient presented in the clinic with the pacemaker in backup vvi. Device download was performed and the device was restored successfully. The patient was stable and will be followed normally.